Manufacturer narrative:
The reported events were ¿the pacing lead cannot be fixed¿, high pacing impedance, and unacceptable threshold. A complete lead was returned in one piece with the helix retracted and clogged with blood/ tissue. After cleaning the helix and cutting the lead, the helix was able to extend and retract by applying torque directly to the inner coil. The full helix extension length was measured within specification. The reported events of high pacing impedance and unacceptable threshold were not confirmed. Final analysis found no indication of conductor fractures or internal shorts. No lead anomalies were noted except for procedural damage.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead could not be implanted due to high pacing impedance and high capture threshold. The rv lead was not used and not replaced on (B)(6) 2025. The patient was in stable condition.